Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 6 days after dental implant was installed, he had to remove the dental implant because the patient was in pain. It was installed in intraoral region 29#, 35ncm of primary stability was achieved and the patient presented bone type iii.